Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 30 blue reload could not be installed onto the stapler as a staple was protruding out of the reload. The reload was not used. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical (is) obtained the following additional information regarding this event: no additional information could be provided. The reload had already been returned. Photos of the device or a video of the procedure are not available for review by intuitive surgical.